Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was intended to be implanted within the common bile duct of patient with a malignant tumor on (B)(6), 2010. According to the complainant, the patient presented with a four centimeter stenosis; however the patient's anatomy was not dilated prior to stent implantation. During the procedure, the stent was deployed approximately seventy percent, however the physician reconstrained the stent. The stent was deployed a second time to approximately seventy percent; however the physician was unable to reconstrain the stent a second time. The partially deployed stent was removed from the patient without issue. It was reported that there were "some bent parts" of the delivery catheter approximately fifteen centimeters from the tip of the device. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was intended to be implanted within the common bile duct of patient with a malignant tumor on (B)(6), 2010. According to the complainant, the patient presented with a four centimeter stenosis; however the patient's anatomy was not dilated prior to stent implantation. During the procedure, the stent was deployed approximately seventy percent, however the physician reconstrained the stent. The stent was deployed a second time to approximately seventy percent; however the physician was unable to reconstrain the stent a second time. The partially deployed stent was removed from the patient without issue. It was reported that there were ¿some bent parts¿ of the delivery catheter approximately fifteen centimeters from the tip of the device. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed and had moved distally along the shaft past the tip so that its proximal end was 35mm distal to the recontrainment band. Accordioning of the clear outer sheath was noted at its proximal end. It was noted that the distal handle had been not been retracted past the limit marker on the stainless steel shaft. During analysis, it was not possible to reconstrain the stent or fully deploy the stent. No issues were noted with the profile of the stent or the inner lumen. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.